Manufacturer narrative:
Unit passed displacement test, rewind, and basic occlusion test. Unit received with stuck motor error alarm loop during bolus delivery. Motor was tested outside the device and passed. Motor may have had an intermittent failure not detected during our testing. Unit received with cracked reservoir tube lip and cracked battery tube threads. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during a bolus attempt and this occurred twice in thirty days. The customer's blood glucose was unknown at the time of the incident. It appears that the customer is able to complete the rewind sequence but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis. No further information was given.